Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the filterwire was unable to be recaptured. The 95% stenosed target lesion was located in the severely calcified right carotid artery. A 190cm filterwire ez was selected and advanced to treat the target vessel. During procedure, a 4mm unspecified balloon catheter followed by a 5mm unspecified balloon catheter were used in predilating the target vessel. At the end of the case it was noted that they were unable to recapture the filterwire in the retrieval sheath which they could not get to track over the wire. An open surgical repair of the carotid was then performed and was able to removed the filterwire. The procedure was not completed due to this event. The patient was fine after surgery.